Event description:
The consumer reported using the thermometer on her son who had a high fever. The thermometer was reading 3 degrees lower than the child's actual temperature was. The inaccurate reading caused a delay in seeking medical attention. The child was taken to the doctor the next day for treatment and there are no problems resulting from the delay. This is an isolated incident with this product line. Kaz, USA has requested the unit from the consumer for evaluation and will submit a follow up report when more information is available.